Manufacturer narrative:
Product is not available for return or evaluation. Therefore, this event is reported solely on the information provided by the customer. A review of the complaint database revealed similar events against issues reported with adhesive issue. Majority of these complaints are from amazon feedback and product is not returned, therefore, root cause could not be determined. Possible root cause is user error, as there is evidence that the customer is not using the correct device based on the location for application. The correct device was suggested to the customer as a replacement. The instructions for use were reviewed and appear to be adequate for use of this product. Aquaguard is intended for showering only and is not recommended for submersion under water. Aquaguard is not a replacement for primary dressings. For best results, a caregiver should apply the aquaguard product to the patient. Apply aquaguard to clean dry skin. Do not use lotion or cream before applying. Do not lift and/or attempt to reposition aquaguard after placement. Do not use if punctured or showing signs of wear. Aquaguard is a single use product. If reused, it may not provide an effective barrier while showering. If sensitivity or irritation develops discontinue use. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Manufacturer reference file # (B)(4).

Event description:
Again I have to unfortunately use your product again and this is the result from it. I now have to get the ir team to come stick me again which is just a great time and all because of your poor quality product. What are you people thinking over there?? How do you people even stay in business and why is there no competition to you?